Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft with xpedient delivery system was implanted into a pt for the endovascular treatment of an 8.8cm abdominal aortic aneurysm in 2003. Vessel tortuosity and calcification were moderate. The aortic neck was angled 30 degrees. It was reported that the physician was unable to cannulate the gate; therefore, he inserted a guidewire up and over the aortic bifurcation to cannulate the gate. It was reported the bifurcated stent graft slipped out of the aortic neck into the aneurysm due to the pulling of the guidewire. The physician elected to convert the pt to open surgical repair. The device was discarded by the user facility. No clinical sequelae were reported, and the pt is reported to be fine.